Manufacturer narrative:
H2) device evaluation: d3 manufacturing plant address, city, and zip code updated. D9 - date returned to manufacturer: 12/26/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have damaged/corroded battery contact springs and cold solder joints were observed. The cause of the customer reported problem was connectivity issues with the battery compartment, as there was a user interface to microprocessor reset fault. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the battery compartment, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the pump showed error code 46228. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.